Event description:
It was stated that the customer passed away due to a heart attack. The customer was taken to the hospital prior to his death for diabetic ketoacidosis and blood glucose levels in the 500 mg/dl range. It was stated that the customer had been in and out of the hospital for high and low blood glucose levels. The insulin pump will be returning for analysis.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.